Manufacturer narrative:
This is one event (death) for the same patient involving three separate products; associated mdrs # 1225714-2013-02633, and 1225714-2013-02634.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2007, after the use of the product.